Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the device slightly worn and the rear housing damaged (upper left and right edge). The event history log confirmed ¿high pressure¿ alarms occurred. Functional testing was unable to replicate the reported issue; at the time of investigation, the pump was working properly; however, there was a clock battery alarm. The root cause was determined to be clock battery age. The clock battery and the rear housing were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did always pass the self-test. There was no patient involvement and no patient harm.